Event description:
It was reported that while using 2 bd vacutainer® sst¿ blood collection tube, customer noticed damaged leaking tubes. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation, which show a tube that was leaking blood through a crack on the side of the tube. Additionally, 10 retained samples were visually inspected for brittleness, and none of the samples failed. Furthermore, 30 retained samples were visually inspected for cracks, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using 2 bd vacutainer® sst¿ blood collection tube, customer noticed damaged leaking tubes. There was no health impact or consequence reported.